Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that a defibrillation threshold (dft) test was performed during a routine box change procedure. Prior to the test, a 100 ohms low-voltage shock impedance was measured. Induction took place and a 65-joule shock did not convert the ventricular tachycardia (vt) with a very low shock impedance of 11 ohms. Since an insulation defect leading to a short circuit condition was suspected, the existing electrode (3010/(B)(6)) was explanted and replaced. Out of an abundance of caution, the newly implanted device (a219/(B)(6)) was also replaced due the suspicion of a short circuit condition. Besides the prolonged procedure, no other adverse patient effects were reported. Both the electrode and the device will be returned for analysis.